Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced possible perforation. The right ventricular (rv) lead exhibited no capture, high threshold, undersensing and low r waves. The lead was capped and replaced. No further patient complications have been reported as a result of this event.